Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs showed the freestyle lite test strips and freestyle lite meter passed all tests prior to release. Retain testing was also performed for the freestyle lite strips and all units performed within specification. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher values when testing on the adc meter compared to an hcp meter. On (B)(6) 2019, the customer obtained a blood glucose of 296mg/dl and 198mg/dl from their adc meter and experienced tiredness and the need to vomit. The customer went to the pharmacy where a blood glucose of 83mg/dl and 51mg/dl obtained from the pharmacy meter and the customer was treated with an unspecified injection for their symptoms. There was no report of death or permanent injury associated with this event.